Event description:
Reportedly, pt expired after approx an implant duration of one month (in 2007 after an implant date of two days earlier) due to unk reasons. Unk if pt death is device related. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.